Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection identified as a staph bacteria. The area also had a abscess and purulent discharge coming out. For treatment, the patient was prescribed bactrim at 800-160 mg tablets. The patient was given a culture test and the wound was drained, in a follow-up. The pod was worn longer than 48 hours on the abdomen. The patient was discharged after 36 hours. The pod was discarded.